Event description:
A 53-year-old male patient with recurrent glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse reported to novocure that the patient had been admitted to the emergency room (ER) due to cerebrospinal fluid (csf) drainage and swelling that had begun the previous week. Optune gio therapy was temporarily discontinued and reportedly resumed over the weekend on (B)(6) 2025. Additional information received on october 07, 2025, indicated that the patient had been discharged home the same evening after the ER evaluation. It was suspected that incomplete healing of the surgical site (last surgical resection on (B)(6) 2025) had contributed to the swelling. On (B)(6) 2025, the patient's spouse reported the patient had been hospitalized since on (B)(6) 2025 but was unable to provide any further details. Optune gio therapy was repeatedly discontinued. The prescribing physician confirmed on (B)(6) 2025, that the patient's most recent craniotomy was on (B)(6) 2025, and that the patient was cleared to use optune gio therapy. On an unspecified date, the patient was hospitalized for worsening depression associated with tumor progression and a breakthrough seizure, which occurred during a period of not taking lacosamide. Lacosamide was restarted, and lamotrigine was added. During this hospitalization, MRI imaging revealed a subdural fluid collection consistent with postoperative changes versus abscess. The patient was subsequently readmitted following drainage of purulent material from the incision site. Treatment included unspecified antibiotics, and the patient remained hospitalized. The physician assessed a possible relationship between the abscess and optune gio therapy, noting that the patient had initially been cleared for optune gio therapy by neurosurgery but later developed an abscess and purulent drainage. The patient's depression was considered chronic and likely exacerbated by disease progression and declining performance status and was deemed unrelated to optune gio therapy. On (B)(6) 2025, novocure was informed that the patient was hospitalized again for an infection and had undergone surgical removal of the bone flap. The patient was unable to resume optune gio therapy until adequate healing occurred and was expected to remain inpatient for at least one week, followed by inpatient rehabilitation.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the abscess and osteomyelitis cannot be ruled out. Abscess is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Osteomyelitis was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 18 reports of osteomyelitis in the commercial program to date, three of which were serious and related to device use. Depression and seizure, were related to underlying disease, unrelated to device use. Cerebrospinal fluid leakage was secondary to the recent tumor resection surgery, unrelated to device use.